Event description:
Complainant alleged that during functional testing, the device displayed "paddle fault", "system fault 36", "system fault 37", "defib fault 115" and "defib fault 116" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.